Manufacturer narrative:
Correction: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3004936110.

Manufacturer narrative:
One cmems patient electronic system was received for evaluation. The field reported event of error 5 was not reproducible during analysis but was confirmed through review of log files. The error 5 issue is attributable to compact flash was improperly programmed to wrong speed. It was noted that during analysis the unit passed the barometric pressure test. The field reported event of error 5 was not reproducible during analysis but was confirmed through review of log files. The error 5 issue is attributable to compact flash was improperly programmed to wrong speed.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.